Event description:
Patient scheduled to have a contrast study of the liver. During the scan, the CT scanner malfunctioned after the contrast injection was given. The study could not be completed and patient will have to be brought back to complete the study. Patient was exposed to radiation and rec'd the full contrast dose.